Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis was performed on the returned device. The reported balloon rupture was confirmed to be due to mechanical damage to the outer surface. The resistance was unable to be replicated as it was related to case circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the external iliac artery that was mildly tortuous, heavily calcified and 90% stenosed. An armada 35 7 x 40 mm balloon dilatation catheter (bdc) was used for pre-dilatation, however the balloon ruptured during the first inflation around 10 atmospheres. Resistance was met with anatomy during advancement to the target lesion. Pre-dilatation was successfully completed with an armada 35 8 x 40 mm bdc and absolute pro and omnilink elite stents were deployed. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.